Event description:
It was reported that a pta balloon ruptured at 20atm during the first inflation in the subclavian vein. The catheter was removed from the pt without incident and another was used to successfully complete the procedure. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The complaint sample has been returned, and the investigation is currently underway.